Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of failed downstream occlusion test was not reproduced. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" Messages however the history log cannot be used to determine downstream occlusion test failures. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition could not be determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.